Event description:
(B) (4), baxter's distributor in (B) (4), reported a complaint on a minicap transfer set. This was reported by (B) (4). The twist clamp on a minicap was broken on an unknown occurrence date. The patient developed a peritonitis infection but has recovered . The sample is not available for evaluation. No further details will be provided to baxter regarding this complaint.

Manufacturer narrative:
(B) (4).no sample was available.